Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned, which resolved the issue.